Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level over 500 mg/dl. Suspected cause was due to not receiving insulin via the pump. Manual injections were administered to address bg prior to the hospitalization. The pump history was reviewed and it was found that the customer had received a cartridge alarm (alarm 06). Reportedly, the customer was not outside of the labeled operating altitude range. Customer was treated with an insulin drip in the hospital. Customer was released from the hospital one day later with no permanent damage.